Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the por was seen. Patient stated he could not charge the neurostimulator (ins). Patient stated they saw the por on the recharger (insr). An informational por was reported. Troubleshooting occurred during the call and the issue was resolved. Therapy turned back on. Patient stated he was seeing the charging screen now and will adjust antenna to get better coupling. Issue resolved. Patient able to charge. No further complications were reported/anticipated.